Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Medical records received. Doi was (B)(6) 2008. During the doi there was a crack in the calcar during the final seating of the femoral component, so an unknown stem is being reported. The patient was then revised on (B)(6) 2013 for infection, osteolysis, and an adverse tissue reaction. Only the head and liner were removed during the revision so they are being reported for an adverse tissue reaction with necrosis and osteolysis. The unknown cup and 2 screws are being added to the complaint for infection, but not reported as the three implants have been implanted for more than 3 months. There was not mention of metallosis in the revision operative note. Update rec'd 5/1/2014, 5/9/2014, & 5/12/2014- medical records received. After review of the medical records there is no new additional information that would affect the existing MDR decision. The complaint was updated on: 05/30/2014. Update rec'd 5/23/2014, 5/30/2014, & 6/9/2014-medical records received. Part/lot information provided. A correct dor was given of (B)(6) 2013. Medical records contain a full body scan for wbcs that shows significant wbc accumulation around the right hip on (B)(6) 2013, which is consistent with the known infection and doctors visits for right hip pain. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 6/18/2014. Update rec'd 7/30/2014- medical records received. After review of the medical records there is no new additional information that would affect the existing MDR decision. The complaint was updated on: 8/15/2014. Update rec'd 07/24/2016 - litigation papers received. Litigation alleges aseptic loosening of acetabular component. The litigation reports patient passed away (B)(6) 2014 as a result of sepsis and multi organ failure. Updating the previous no MDR's to yes. Complaint updated 08/19/2016.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  UDI: (B)(4).

Event description:
Ppf alleges pseudotumor, fracture (bone) and abductor muscle repair.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated with this report were not returned for examination. Other reports found against the cc6nx4 lot code a review and previous review of the device history records for the cc6nx4000 and cc6md4 lot codes did not reveal any related manufacturing deviations or anomalies. No other related reports found against the remaining product/lot code combinations. Patient x-rays and medical records were received and reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.